Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the nurse found that the mix felt very dry, didn¿t seem right. Nurse commented it did not feel like the normal volume of liquid when poured into the mixing bowl. Looked very dry versus normal mix. Mix as not used during case and a new mix was used. Surgical delay of 2 minutes occurred. No adverse affects on the patient.

Event description:
Additional information received: a. How was the cement prepared for use? B. What equipment was used to prepare/mix the cement? C. What was the timing to mix and the time between mixing and setting? D. What equipment was used to deliver the cement? "This happened many weeks ago, so I'm not able to recall the exact details of this case. This was mixed by hand in a bowl. We did not have time until it cured. We did not deliver the cement. We aborted and used a new cmw2 mix ".

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device 3325040, lot 3899391, and no non-conformances / manufacturing irregularities were identified.